Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified peripheral artery. A 3mm x 40mm x 145cm coyote otw balloon catheter was advanced for dilatation. However, during third inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.